Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that a motor stall occurred on (B)(6) 2018 at 16:46. The stall recovered at 17:27. It was indicated that there was no report of an MRI (magnetic resonance imaging) associated with the stall, and the cause of the stall was unknown. The stall was identified during interrogation on (B)(6) 2018, and no additional actions/interventions were taken. No patient symptoms were reported, and the event was resolved without sequelae on (B)(6) 2018. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. The programming date from the most recent refill prior to the event was (B)(6) 2018 at 12:02. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the patient's weight was (B)(6) pounds. It was noted that the outcome of the event was updated to resolved without sequelae on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly of the pump. All previously reported method and result codes no longer apply to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the device indicated the device was being used to infuse morphine 10 mg/ml for a total dose of 8.006 mg/day, bupivacaine 30 mg/ml for a total dose of 24.017 mg/day, clonidine 200 mcg/ml for a total dose of 160.11 mcg/day, and unknown baclofen 150 mcg/ml for a total dose of 120.08 mcg/day. H6: all previously reported method, result, and conclusion codes no longer apply. If information is provided in the future, a supplemental report will be issued.